Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s pump was refilled and reprogrammed and there had been no issues since. Per the physician, they thought the patient was sick and not going through withdrawals. No surgical intervention was planned and they would double check accuracy at her next refill appointment based on expected/actual volumes and go from there. There was no further information at this point. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient has been admitted to hospital for increased seizures. When her pump was interrogated, there was an alarm stating that the pump had been off for more than 400+ hours as of december 4th. It was further noted that the logs were interrogated, and it was indicated that there was a stall and the pump had been off. The facility refilled the pump and upon interrogation and was able to reprogram/update pump. Since the update, the patient seemed to be doing better. It was noted that the patient stays in a facility and they had not indicated that they heard any alarms, but the company representative was unsure if they have been trained to recognize it. It was indicated that environmental/external/patient factors that may have led or contributed to the issue were unknown at this time. Further actions taken were unknown at the time of the report and a nurse was trying to get additional information. It was unknown ID surgical intervention was planned. The issue was not resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The patient¿s weight was unknown / would not be made available. The patient¿s medical history was unknown. The company representative later further reported that the pump was off 400 hours when they checked the pump. At the time of the report technical services reviewed that it was typically someone programming the pump off and not a motor stall. The company representative was going to call the hcp and confirm with the logs if it was a stall or pump off. The patient was stabilizing. It was being considered that if the patient was stable and was getting good therapy, that they could then bring the patient back to check if there were any volume discrepancies. The company representative planned to contact the hcp for logs and reports t o get more information. No further patient complications have been reported as a result of this event.